Event description:
Zimmer dermatome serial number (B)(4) with a setting of (0.8). The skin harvesting resulted in a full thickness skin injury. The measurements of 9 cm x 5 cm. The surgery halted. The instrument was removed from the field and tagged. FDA safety report ID # (B)(4).